Event description:
It was reported that after removing the neuroguard stent iep sys from the packaging hoop, the filter dial was rotated counterclockwise but the filter could not be opened. The instructions for use were followed during preparation, and the issue occurred with three separate devices. The devices were never implanted and were not used in a patient. The procedure was completed using a new medtronic device. There was no patient involved.

Manufacturer narrative:
Contego medical is filing this MDR in compliance with the guidance "medical device reporting for manufacturers guidance for industry and food and drug administration staff", section 2.21, USA food and drug administration, november 8, 2016.